Manufacturer narrative:
G4: 08oct2019; b4: 08oct2019. The device was repaired by the customer and no spare parts were replaced. Additional attempts were made to obtain additional information, but the customer did not provide further information regarding the device's repair, but it was stated that the device now functions properly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported ventilator alarm. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported ventilator alarm. There was no patient or user harm reported.